Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had discomfort at the implantable neurostimulator (ins) site, so the healthcare provider (hcp) did a pocket revision yesterday, by moving the ins 5cm caudal. The patient was to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.